Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). Review of provided files confirmed a tablet crash at the end of a pacing threshold test on 14 april 2023 ¿ with the end of the threshold test the traces in the log file for this session brutally go to an end, which could indicate a freeze of the tablet the crash on 17 april 2023 could not be confirmed. But another tablet freeze was recorded on 19 april 2023, again at the end of a pacing threshold test. Based on available data, the observed issue during the threshold test most probably resulted from a crash of the programmer module, preventing any further action on the tablet. However, the root-cause of the programmer module crash and the two reported freezes could not be determined with certainty.

Event description:
Reportedly, on (B)(6) 2023 during a pacemaker interrogation via bluetooth the tablet crashed at the end of auto threshold test.